Event description:
The user facility reported the steam sterilizer made a loud popping noise and tripped the power. The unit was smoking and shut down. The fire department was dispatched to the facility. No evacuation of the facility occurred. No injuries were reported. No procedural delays or cancellations were reported. No property damage was reported.

Manufacturer narrative:
A steris service technician inspected the sterilizer, and found the steam generator heater and relay contactor to be damaged. The technician replaced the components, tested the sterilizer, found it operational and returned it to service. The unit was manufactured on 10/7/2008, and is under steris service contract. Steris monterrey quality reviewed the DHR for this unit, and found it to be manufactured according to specifications. Steris engineering confirmed that this incident is an isolated event.